Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device is out of specification with respect to the reported symptom. A system error 322 was reproduced during the eval caused by a failed upper auxiliary. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The failed upper auxiliary was replaced. See scanned page.